Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight hours following the implant of this transcatheter bioprosthetic valve, the patient went into an episode of ventricular tachycardia. Upon multiple attempts of cardioversion, extended cardiopulmonary resuscitation (CPR) and attempted extracorporeal membrane oxygenation (ECMO) therapy, the patient went into cardiogenic shock. Further treatment was halted and the patient expired. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.